Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/30/2024, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 universal quick connect handle broke. This occurred during a case where the fragments were retrieved.

Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged ar-9215-1-03 universal quick connect handle serial/batch number 04512138 was received for investigation. Functional testing was not performed due to the device's broken tip. Visual evaluation found that the handled body tip was broken off. Many discoloration spots and marks were observed along the shaft and the knurled handle. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.